Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge it via a wall outlet and a different wall adapter. There was no adverse impact to the customer's blood glucose level. Customer tried various solutions, including leaving the pump plugged into a working outlet for 30 minutes, but the charging connection remained unstable. Technical support concluded that the pump needed replacement, although it was not under warranty.